Event description:
This event occured in (B)(6) and the dates are in (B)(4) format (dd/mm/yyyy). We are filing this MDR report to us FDA as the product family is sold in USA. ¿the donor donated on the (B)(6) 2013, around 18:30, in the (B)(6). The donation was finished and the donor went home. On (B)(6) 2013, the center manager from (B)(6)l received following e-mail: ¿I came to donate plasma on the (B)(6) 2013, at about 18:30. About one hour later the puncture (dot at the arm where he was punctured, remark from manu) started to bleed strong. I went to my doctor and he noticed that obviously a part of the cannula was still in my arm. He sent me to the hospital in (b)64) where they removed the rest of the cannula from my arm. My doctor received the report from the hospital. Here is what the report of the hospital says: anamnesis: the patient was at the donation today. He said that at the donation the needle broke in the right elbow. The doctor recognized a foreign body. Result: clearly palpable elongated foreign body subcutaneous x-ray from right elbow in two levels: 3,5 cm long needle subcutaneous therapy: removal from the foreign body in la (orthograde through the intact skin laterale elbow) octenisept moisty bandage¿

Manufacturer narrative:
"Exemption number (B)(4) (the manufacturer) is submitting the report on behalf of (B)(4) (the importer)". As mentioned above, this incident happened in (B)(6). Based on DHR and reserve sample review of the reported lot, no abnormality was observed. Due to unavailability of defective sample, we could not identify the root cause. However, based on our investigation the only likely potential cause of this defect is due to insufficient adhesive. From year 2010 to (B)(4) 2013 about 15.3 million of sysloc products were manufactured with no such complaint received from market. We believe this should be a spot occurrence case. Briefing was conducted to operational staffs for awareness to be more vigilant on such defect during inspection. We will review current quality and process control to enhance the robustness of our control plan. Lastly, jms will continue to maintain good quality of our products and ensure only good quality products are delivered to our customers.